Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced loss of consciousness. It was unknown what the cgm reading was at that moment. The patient was brought to the hospital by their husband. When a fingerstick was taken there the cgm reading was 60 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was treated with intravenous glucose. No further treatment was reported to be needed, but it was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the b zone of the parkes error grid when the husband checked a bg. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.